Manufacturer narrative:
The complaint device was received and evaluated. Visual observation revealed that the black insulation on the shaft is peeling off, confirming the complaint. Additionally, the shaft appears worn with several scratches and markings consistent with coming into contact with sharp metal instruments. The manifold showed signs of melting from 3 to 6 o¿clock positions. The device was not functionally tested for safety reasons. This type of failure has been attributed to instrument coming in contact with other instruments that produce heat during operation. Other than this possibility, we cannot determine a root cause for this failure mode. Currently, there is an open supplier CAPA to investigate the issues of the melted manifolds. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that was released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
The complaint device was received and examined under magnification. The insulation layer is damaged at the distal end of the shaft, confirming this complaint. Visual observations also revealed multiple nicks and marks on the shaft, near the damaged location, consistent with coming into contact with sharp metal instruments. Other than this possibility, we cannot determine a root cause for this failure mode. The IFU states: ¿observe extreme caution when using electrosurgery in close proximity to, or in direct contact with, any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode tip is in contact with metal objects or instruments. Doing so may result in unintended injury to the patient or surgical personnel and/or damage to the electrode and/or other equipment.¿ a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: ((B)(4).

Event description:
During ablation of tissue the insulation on the probe was melting/burning and leaving debris in the shoulder joint of the patient. Default settings. After using unit for several minutes, insulation was cracking and peeling back. Use of the handpiece was discontinued and the hand piece was sent to biomed . Additional information from rep 9-22-2016. The debris were removed from the patient. The device was used for 5 minutes or less.